Event description:
Arterial procedure in occluded gore excluder graft. The proximal balloon on the trellis burst either due to balloon being inflated partially in sheath or due to possible calcifiction of artery. The patient had thrombus duration of three weeks, sub acute, and still has thrombus present. The patient is being evaluated for angiojet.

Manufacturer narrative:
The device history record (DHR) review was conducted for product code bvt808015, lot# 551641, which was manufactured in december 2012 and the expiration date is december 2014. This lot was 100% visually inspected with no defects detected.additional information has been requested. Should it become available a supplemental report will be submitted.